Event description:
While attempting to maintain a paced rhythm for a pt the lp12 strut down, by completely shutting off. The batteries at the time were 2 and 3 bars. The monitor was started again and failed a second time, by shutting off. The ambulance met up with another vehicle and took the monitor to continue pt care. No adverse effects towards pt. The pace settings at the time were at 60ma and a late of 60bpm. A user test and thorough injection of the lp12 was performed during the morning "check out" of the ambulance. The user test ordered and found no indication that it was malfunctioning or had been damaged. The detriment to the pt was most likely minimal as to interruption of pacing was only for two short episodes; testing in exchange for a working one.